Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The xience alpine device referenced in b5 and d11 is being filed under a separate medwatch report #.na h3 other text : device has not returned yet.

Event description:
It was reported that the procedure was to treat a perforation in the mid right coronary artery. A 2.5 x 20 mm trek balloon catheter was used for pre-dilatation. The first inflation was at 14 atmospheres (atm) and the second and third inflations were at 16 atm. A 2.5 x 38 mm xience alpine stent was then implanted. However, a perforation was noted. There was then a failed attempt to advance a 2.8 x 16 mm graftmaster covered stent as it could not pass through the xience alpine stent, which may not have been fully apposed to the vessel wall. Therefore, ballooning was performed several times with a 2.5 x 15 mm nc trek balloon catheter which sealed the perforation. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
Correction: device evaluated by MFR: return status. Device code 2017: distal to stent. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the distal stent was attempted to pass through the proximal stent during implantation. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use,states: if more than one stent graft is required, the distal stent graft should be placed initially, followed by placement of the proximal stent graft. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.